Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device generated heat during use. The device was being used during surgery. It is known that there was no user or patient injury. The date of the event is unknown. There was no additional information provided.